Event description:
It was reported that the customer experienced a high blood glucose of 441 mg/dl. The customer's symptoms of high blood glucose included dehydration and headache. He treated with 10 units of insulin. Troubleshooting was performed. Insulin exited the tubing during manual prime and no leaks or air bubbles were found. The customer did not have a tubing clamp with which to complete troubleshooting. He was advised to change the entire set, reservoir and insulin. The infusion set insertion site was not sore or irritated and the infusion set cannula was not bent. The customer's insulin was not expired. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).